Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of stent second flange stuck in scope. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to treat a pseudocyst during a drainage procedure performed on (B)(6) 2026. During the procedure, the physician reported that the second flange did not deploy out of the scope. The physician tried to plunge and torque scope to the right but was unsuccessfully. The physician was able to complete the procedure by using another axios stent through the initial puncture site. There were no patient complications reported as a result of this event.